Event description:
The customer reported the mrx fails the battery test. The operational check indicated that the battery is not attached when it was. There was no report of patient involvement.

Event description:
The customer reported the mrx fails the battery test. The operational check indicated that the battery is not attached when it was.

Manufacturer narrative:
The original serial number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.